Event description:
A (B)(6) male patient contacted zoll customer support to report that his device would not power on past the ¿lifevest¿ screen. The patient was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on past the lifevest screen) has been confirmed. Upon eval, the monitor would not power on. The cause of the inability to power on is a corrupted sd card. The root cause of the corrupted sd card cannot be positively identified. No adverse event resulted from the monitor. The patient received a replacement monitor.